Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. This report represents the valve used during the case. The investigation is ongoing.

Event description:
Prior to implant of a 26mm sapien 3 ultra valve in the aortic position, the patients right femoral access was treated with a shockwave prior to esheath insertion due to calcification. The 14fr dilator passed through the vessel easily and the 14fr esheath was inserted. While advancing the valve and delivery system through the esheath, there was difficulty traversing the delivery system through the esheath. The delivery system was pulled back and then advanced forward to traverse through the esheath. The delivery system advanced a little farther, but resistance was met. Propofol was used. While attempting to advance the devices again, it was noticed that the pusher had been pulled back from the valve. The delivery system was reset so the pusher was up against the valve. The devices were unable to be advanced and the entire system was withdrawn as one unit. A 16fr esheath was inserted into the patient and a new 26mm sapien 3 ultra valve was able to be deployed. Cath gradient was 3mmhg post tavr. There was no injury to the patient. There was damage to the valve (bent valve struts). The loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. The difficulty was experienced at the expandable portion of the sheath. The delivery system was in the hand off default position during insertion. The surgeon did cut the esheath away from the delivery system as the second valve/delivery system was being prepared. Product was intact when it was withdrawn from the patient. During pre decontamination evaluation the sheath liner was torn 6cm from the distal tip, and 10 cm in length. Liner strands were also seen. There was damage on the hdpe seam along the liner tear. The hdpe material was scraped off at the cut location and detached, which become a loose piece during evaluation. During pre decontamination evaluation the delivery system balloon was found to have a pinhole leakage near the center of the inflation balloon.

Manufacturer narrative:
Please reference related manufacturer report 2015691-2021-02267 and 2015691-2021-02269 imagery was provided by the site and revealed the patients right access vessel had calcification and tortuosity, and was an undersized vessel. The device was returned to edwards lifesciences for evaluation. Upon visual inspection it was observed there was compression on the delivery system flex shaft and gouges on the flex tip. Two (2) struts were bent outward approximately 90 degrees at the outflow. Two (2) struts were bent outward at the inflow. All struts were exposed through the skirt, which is considered normal after crimping and use. The valve was expanded and it was observed two (2) struts remained bent outward approximately 90 degrees at the outflow near c2, and one (1) strut remained bents outward at the inflow near c2. The valve frame was distorted. All struts were exposed through the skirt, which is considered normal after crimping and use. No functional testing or dimensional inspection was able to be performed due to device return condition (frame distorted). DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at anytime. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was confirmed based on the returned device. No potential manufacturing nonconformances were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, prior to implant of a 26mm sapien 3 ultra valve in the aortic position, the patients right femoral access was treated with a shockwave prior to esheath insertion due to calcification. While advancing the valve and delivery system through the esheath, there was difficulty traversing the delivery system through the esheath. The delivery system was pulled back and then advanced forward to traverse through the esheath. The delivery system advanced a little farther, but resistance was met. Propofol was used. While attempting to advance the devices again, it was noticed that the pusher had been pulled back from the valve. The commander was reset so the pusher was up against the valve. The devices were unable to be advanced and the entire system was withdrawn as one unit. There was damage to the valve (bent valve struts). Additionally, the patients access vessel had presence of calcification and, tortuosity, and was an undersized vessel. The presence of calcification and tortuosity, and being undersized can create a challenging pathway during delivery system advancement and retrieval. It is possible that the valve strut caught within the sheath during the delivery insertion and retrieval, and the subsequent push force (as indicated by the compression and gouges seen on flex tip) resulted in the bent strut observed. Per the training manual: push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system, and do not over manipulate the sheath at any time. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ tortuosity/ undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for frame damage was confirmed. No manufacturing nonconformances were able to be identified. Available information suggests that patient factors (calcification / tortuosity / undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. A risk assessment (pra) and CAPA were previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.